Event description:
After pta with an aviator plus, there was strong resistance during removal and finally the physician removed it by covering it with a guiding catheter and there was no patient injury. The target lesion was unknown. The rate of stenosis was unknown. After pre-dilatation at 10 atm was conducted with an aviator plus, the physician attempted to remove it from the patient. However, when the physician tried to retrieve the aviator plus but there was strong resistance. Finally the physician achieved to remove it by covering it with a guiding catheter. The procedure finished successfully. The product will be returned for analysis.

Manufacturer narrative:
(B)(6). This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information was received that there were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The contrast media used was unknown as well as the contrast to saline ratio. The type and brand of inflation device used is also unknown but the same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. The lesion was lt. Eia (cto). It is not known if the lesion was calcified or if there was any vessel tortuosity. There was no difficulty advancing the balloon catheter through the vessel or difficulty crossing the lesion. The catheter was never in an acute bend. The balloon inflated normally. There was no leakage from the balloon, shaft, hub, or unknown segment. The maximum inflation pressure was 10atm. The balloon also deflated normally. It is unknown if the balloon was removed intact. There was no patient injury. Analysis of the returned device (october 17, 2014) is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After percutaneous transluminal angioplasty (pta) at 10 atmospheres with an aviator plus, there was strong resistance during removal and finally the physician removed it by covering it with a guiding catheter. There was no patient injury. The procedure finished successfully. The target lesion was the left external iliac artery which was a chronic total occlusion. The rate of stenosis was unknown. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The contrast media used and the contrast to saline ratio are unknown. The type and brand of inflation device used is also unknown but the same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or difficulty crossing the lesion. The catheter was never in an acute bend. The balloon inflated normally. There was no leakage from the balloon, shaft or hub. The maximum inflation pressure was 10 atmospheres. The balloon also deflated normally. It is unknown if the balloon was removed intact. There was no patient injury. The product was returned for analysis. One non sterile catheter aviator plus .014 6.0x40 142cm was received coiled inside a plastic bag. Balloon was previously inflated. No damages were noted. The involved sheath introducer was not received. An attempt to perform insertion/withdrawal test was made with a 0.014" lab sample guide wire and the wire went through the shaft as expected. Insertion/withdrawal test was made with a 5f bts sheath introducer lab sample, the unit passed through the csi without any difficulties. Review of lot 15898121 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿pta system/withdrawal difficulty¿ was not confirmed as the device performed as intended during functional analysis testing of the returned device. The exact cause of the difficulty experienced by the customer could not be determined. Based on the information available for review, factors contributing to this issue are unknown. Neither the product analysis nor the DHR suggests that the difficulty reported by the customer could be related to the design and manufacturing process of the device. Therefore, no corrective action will be taken at this time.